Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 servo was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188

Event description:
It was reported that there was a malfunction resulting in significant degradation of oxygen therapy during a case. There was no patient injury.